Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 11 months after dental implant was installed in intraoral region 14#, its loss of osseointegration was observed. The patient presented bone type ii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 11 months after dental implant was installed in intraoral region 14#, its loss of osseointegration was observed. The patient presented bone type ii.